Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device did not recognize a patient connection. The device was used on a patient, and three shocks had been delivered when the device displayed a prompt 'connect cable'. Another quik-combo defibrillation/ECG cable was connected to the device, but the device still did not recognize a connection. A backup device was then used to continue treatment of the patient who was reportedly successfully resuscitated. There was patient use associated with the reported event however, there was no adverse patient outcome reported.